Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated annex c - inv findings desc 1 from c20 - no findings available to c13 - operational problem identified.

Event description:
It was reported that during a da vinci-assisted surgical procedure, universal surgical manipulator (usm) arm 4 was having lagging issues and it was moving on its own. Technical service engineer (tse) asked if the surgeon has his head in the viewer and letting go of the control; however, the customer was unsure. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. A case observation was conducted and no issues were observed at the time. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.